Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ bulk, non-sterile needle was damaged, causing leakage. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd¿ bulk, non-sterile needle was damaged, causing leakage. Noticed during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received a 30 gauge needle from lot 5302787 for evaluation. Our quality engineer visually inspected the returned sample and determined that there was a spiral break on the hub and what appeared to have been an excessive epoxy. Excessive epoxy can occur on the needle if the epoxy applicator failed to shut off properly for a missing cannula. However, the break on the hub appeared to have occurred after the manufacturing process and during application to the adapter. Breaks are uncommon during the manufacturing process but they do occur. This usually happens when the hub strikes the assembly equipment resulting in a straight break. The spiral break was on a completed needle leading the engineer to determine that it occurred most likely after production. Based on the visual inspection our engineer was able to verify both of the reported failure modes. No corrective actions were deemed necessary as this appeared to have been an isolated incident and hasn't exceeded our manufacturing thresholds. A review of the device history record revealed zero defects found during production of the reported lot. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ bulk, non-sterile needle was damaged, causing leakage. Noticed during use. There was no report of exposure, injury, or medical intervention noted.